Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up attributed to a communication fail error message. There are no reports of pt injury or death associated with this event.